Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported they noticed a leak in the tubing while connected to a patient. There was no harm.

Event description:
The customer reported they noticed a leak in the tubing while connected to a patient. There was no harm. Received a copy of the customer's medwatch report which states, ¿blood tubing failures- product defect;10 different events between (8)(6) ¿ (8)(6) 2018. Date; (8)(6) 2018, sne, tubing leaking. No pt harm, psn no: (8)(4). Ref#'s mw5083033, mw5083034, mw5083035, mw5083036, mw5083037, liiw5083039, mw5083040, mw5083041, and mw5083042."

Manufacturer narrative:
The customer¿s complaint of tubing leak was confirmed. During visual inspection, it was noted immediately that pvc tubing was completely separated from the drip chamber blood filter top cap inlet port. Visual inspection under microscope noted that both sides of the pvc tubing had insufficient solvent applied at the engagement during manufacturing process. The tubing measured to be within specification. The cause of the leak is the observed separation. The root cause of the separation was identified as insufficient solvent applied at the engagement of the tubing.

Event description:
The customer reported they noticed a leak in the tubing while connected to a patient. There was no harm. Received a copy of the customer's medwatch report which states, ¿blood tubing failures- product defect;10 different events between (8)(6), (8)(6) 2018. Date; (8)(6) 2018, sne, tubing leaking. No pt harm, psn no: (8)(4). Ref#'s (B)(4)."